Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the initial screen on the central control monitor (ccm) would not display. The device was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by laboratory technician. The central control monitor (ccm) when powered on failed to boot up displaying the message "system computer needs service." Further investigation revealed, under magnification, small deposits of white residue on the contact parts of the printed circuit board (pcb) cable. When the suspect pcb cable assembly was replaced, the ccm operated to MFR's specifications. This report is being submitted to the FDA as a result of a retrospective review of product complaints.